Manufacturer narrative:
(B)(4). This international product is distributed outside the u.s. And does not have a 510k number, but it is being reported as it is the same or similar to a product distributed within the u.s. Samples for similar complaints have been analysed. The precipitates were isolated and inspected using various laboratory analytical methods. The analyses concluded that the precipitates observed are calcium carbonates. A european team has been set up to further investigate this issue. Investigations into this issue by the team have progressed and ph identified as primary root cause. The ph of the solution has been identified as the primary root cause of this problem. Any accusol product manufactured after august 2008 with a ph above 7.3 at final analysis is not released. A more long-term preventative plan is currently being evaluated by the team to permanently eliminate this problem. This MDR is being submitted as part of baxter renal's retrospective review & remediation project. This report is being filed late to fulfill baxter?s commitment to perform a two year retrospective review of renal complaints in response to FDA-warning letter chi-07-10.

Event description:
This is a case, which was reported to baxter (B)(4) on (B)(6) 2009. The complaint was received from edwards lifesciences on behalf of stirling royal infirmary and refers to an incident involving accusol 35 of an incorrectly supplied batch number. The reporter states that circuit had been on patient approx 20 hrs. A 2.8 litre exchange, accusol, 1 litre predilution 1.8, post dilution. Nurses noticed precipitation in pre and post dilution section of sets. They had only started using predilution with accusol again in (B)(6) and this was the 3rd patient. They will not be doing predilution with accusol again at the moment. One unit was impacted. A sample is available and edwards will forward this to (B)(4) directly. No patient injury has been reported/confirmed by the customer.